Event description:
As reported via the (B)(4) study, a patient experienced dyspnea upon exertion approximately 10 months post implantation of two cypher stents and underwent revascularization of the target vessel. The patient's medical history includes angina, previous angioplasty and stenting of target vessel, hyperlipidemia, hypertension, chronic obstructive pulmonary disease, sleep apnea, depression, diabetes mellitus, and allergy to contrast dye. At the time of the index procedure, angiography revealed 80% restenosis of a previously implanted non-cordis drug-eluting stent in the mid right coronary artery (rca). The lesion was 50mm in length and moderately calcified. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. The reference vessel was 3.0 mm in diameter. A 3.0 x 33mm cypher rx stent was implanted by direct stenting and a 3.0 x 23mm cypher rx stent was implanted proximal to the first stent with overlap to fully cover the lesion. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The stents were post-dilated with a 3.0 x 15mm balloon at 18atm. The patient was discharged the following day.

Event description:
Cec adjudication minutes received (B)(6) 2011 indicated that the patient experienced a myocardial infarction (mi) at the time of the restenosis on (B)(6) 2011 which was previously reported. The patient was initially ruled out for an mi with troponin values of 0.03 and 0.05. ECG revealed normal sinus rhythm with non-specific st changes. The following day, the troponin I was 0.15 (unl 0.05), ratio 3.0). The angiographic core lab reported that the distal study stent had 73% stenosis and the cath report stated there was "distal edge isr of stented segment". Target lesion revascularization was performed. The cec adjudication minutes reported "arc (spontaneous)" on (B)(6) 2011, therefore this will be reported as an mi.

Manufacturer narrative:
Corrected date of event. It should have been (B)(6) 2011 instead of (B)(6) 2011 as previously reported.

Manufacturer narrative:
Approximately five months after the index procedure, the patient experienced moderate dyspnea on exertion that was not treated and was ongoing. Approximately 10 months after the index procedure, the patient complained of recurrent exertional chest discomfort and dyspnea, but was ruled out for myocardial infarction. Angiography revealed 80% tubular stenosis from the distal rca to the proximal right posterior descending artery. The study stent implanted in the right coronary artery was noted to be patent. The lesion was believed to be the source of the patient's symptoms and was treated with a 2.5 x 18mm xience stent placed from the distal end of the mid rca stent across the bifurcation with the plv, into the proximal right posterior descending artery. The stent was post-dilated with no residual stenosis. The patient was discharged the following day. Concomitant medical devices: cypher us rx 3.00 x 23. Concomitant medications: januvia/metformin 1000/50 bid since 2008, pioglitazone 45mg daily since 2000, atorvastatin 80mg daily since 2003, metformin 1000mg bid since (B)(6) 2009, insulin glargine 10units daily since 2005, glyburide 6mg twice daily since 2003, fenofibric acid daily since 2009, escitalopram 10mg daily since 2007, aspirin 162mg daily since (B)(6) 2010, prasugrel 10mg daily since (B)(6) 2010. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Conclusion: restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Calcified lesions are a common cause of stent underexpansion which significantly increases the subsequent risk of in-stent restenosis. Review of the information provided suggests that there are patient factors (specifically diabetes), vessel/lesion factors (heavily calcified and long lesion) and procedural factors (direct stenting) that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Updated complaint conclusion post adjudication/updated database: as reported via the cypress study, a patient experienced dyspnea upon exertion and an mi approximately 10 months post implantation of two cypher stents and underwent revascularization of the target vessel. The patient's medical history includes angina, previous angioplasty and stenting of target vessel, hyperlipidemia, hypertension, chronic obstructive pulmonary disease, sleep apnea, depression, diabetes mellitus, and allergy to contrast dye. At the time of the index procedure, angiography revealed 80% restenosis of a previously implanted non-cordis drug-eluting stent in the mid right coronary artery (rca). The lesion was 50mm in length and moderately calcified. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. The reference vessel was 3.0 mm in diameter. A 3.0 x 33mm cypher rx stent was implanted by direct stenting and a 3.0 x 23mm cypher rx stent was implanted proximal to the first stent with overlap to fully cover the lesion. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The stents were post-dilated with a 3.0 x 15mm balloon at 18atm. The patient was discharged the following day. Approximately five months after the index procedure, the patient experienced moderate dyspnea on exertion that was not treated and was ongoing. Approximately 10 months after the index procedure, the patient complained of recurrent exertional chest discomfort and dyspnea, and was ruled in for myocardial infarction. Angiography revealed 80% tubular stenosis from the distal rca to the proximal right posterior descending artery. The study stent implanted in the right coronary artery was noted to be patent. The lesion was believed to be the source of the patient's symptoms and was treated with a 2.5 x 18mm xience stent placed from the distal end of the mid rca stent across the bifurcation with the plv, into the proximal right posterior descending artery. The stent was post-dilated with no residual stenosis. The patient was discharged the following day. The index stent remains implanted thus unavailable for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Calcified lesions are a common cause of stent underexpansion which significantly increases the subsequent risk of in-stent restenosis. Review of the information provided suggests that there are patient factors (specifically diabetes), vessel/lesion factors (heavily calcified and long lesion) and procedural factors (direct stenting) that may have contributed to this patient's restenotic event. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel and patient factors may have contributed to the reported events.